Event description:
On (B)(6) 2012, the reporter contacted animas alleging that boluses were not being delivered when programmed through the meter remote. The reporter stated that on one occasion approximately three weeks ago the patient experienced a blood glucose (bg) over 600 mg/dl with nausea and vomiting due to this issue. The patient was reportedly treated with a bolus via the pump and bg resolved. The reporter stated that the bolus history had not been checked to ensure the bolus had delivered during that incident, and when the bolus history was later checked it was discovered that the bolus had not delivered via the meter remote. The reporter stated that the issue has occurred a couple more times when boluses are programmed via the meter remote, but they check the bolus history each time now to ensure the bolus delivered. The reporter stated that there is no notification of a cancelled bolus or any indication of a communication issue between the pump and the meter when the alleged malfunction occurs. The reporter did not have the pump or the meter remote available for troubleshooting at the time of the call to animas customer support. Customer support has attempted to reach the reporter for additional information and troubleshooting, without success. Customer support was unable to determine if there was an issue with the communication between the pump and the meter remote. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.